Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2017 that on (B)(6) 2017, the receiver vibrating continuously. No additional event or patient information is available. The complaint device was returned for evaluation.  The device was visually inspected and no defects were found. The receiver was charge and "call tech support" was displayed on screen. The receiver data log was downloaded and evaluated with screen error alarms observed. The receiver case was opened for internal inspection and it passed. The event of receiver vibrating continuously was confirmed due to error icon displayed.  The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.